Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn product. A customer reported that he found that there were two pieces of different codes (c0068547&c0068514) in the box (c0088730). Issue found prior use.

Manufacturer narrative:
(B)(4). There are no units in stock in b. Braun surgical's warehouse. We have not received any samples, nevertheless a video has been received showing that inside a box labeled as (B)(4) there is one pouch of (B)(4) and one pouch of (B)(4). The two pouches found inside the box have not been distributed to china according to our distribution data. Regarding the product (b)(we assume that clean line was not correctly performed during the manufacturing process. One pouch of (B)(4) was packed in the (B)(4) box. Both products were packed one after the other in the manufacturing line. Regarding the product (B)(4), this product was manufactured 20 weeks after the complained code-batch. Moreover, (B)(4) had already been sent to b. Braun china when the product (B)(4) was manufactured. We assume a double mix-up as a root cause for this pouch found. We assume that one pouch of (B)(4) was packed inside a product distributed to b. Braun china, because of a clean line not performed correctly and then b. Braun china or the distributor, when placing the traceability stickers in the pouches did a mix-up and put a pouch of (B)(4) in the (B)(4) box. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the analysis is that the product does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the video received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.